Manufacturer narrative:
After technical analysis of the incident, it was concluded that:the manipulation of the prosthesis seating area resulted in a loss of tolerance in the fit of the implant-prosthesis interface.this resulted in an uneven distribution of masticatory loads to the implant, and consequently, increased the likelihood of implant defects that could lead to implant failure due to material fatigue.

Event description:
Klockner s.a. Informs soadco, s.l. That a doctor informed them of a broken dental implant in a multiple prosthesis.